Event description:
The customer reported that the sys experienced an immediate loss of sys functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The generator and collimator were also calibrated as part of the service event. The sys was tested and found to be working as intended and returned to service.